Event description:
It was reported that the gastrointestinal videoscope exhibited a burned cap. The issue was found during routine service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Additional information: d4, d8, d9, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the device malfunction was confirmed during evaluation. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.